Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/8/2019. Additional information: a call was held including, surgeon, medical, post market surveillance, sales representative, quality and design engineering, local quality associate, and regulatory reporting. Translation was performed by medical affairs. The surgeon provided a brief overview of the series of events. He stated that the patient was elderly; 96 years old. Upon reoperation, many small fistulas in the clamp (staple) line were observed where the linear stapler was used. The patient developed fecal peritonitis and subsequently died. The following questions were asked and translated responses provided. Were there any issues with staple formation identified at any point throughout the care of the patient ¿ staples not forming in the proper b-shape? No, he did not observe any intraoperative or postoperative staple formation issues. Were the issues device or patient tissue related; was there any tissue necrosis, understanding that this was an elderly patient? He believes it was related to the device. During the reoperation, the tissue margins were very viable with no tissue ischemia. He feels it was device related. He has never seen a case like this before. He could see ischemia on some specific staple points ¿ at each staple point, like they had a niche for ischemia and infection. Are any photos available? No, the initial procedure was performed laparoscopically and the reoperation was open. There are no photos available.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. Can more info regarding the exact surgical procedure be provided? The surgeon only reported the event after the procedure. Did the procedure begin and end using a laparoscopic technique? It began by video and the anastomosis was made in the conventional technique. On what anatomical structure was the tlc device fired? Small intestine. Was the device used for both the proximal and distal transections? Yes =. How was common opening of the anastomosis closed? (No answer). Were there any difficulties with the device or staple formation issues identified in the initial surgical procedure? No. How was the leak identified? Patient presented pain and fever, after examination of image, verified the need for re-operate. What was observed at the site of the leak upon reoperation? Feces in the staple line, including where the staple perforated. Was staple form able to assessed? If so, please describe. (No answer). Was any tissue ischemia or necrosis identified during the reoperation? No. Can a detailed timeline of events, operative notes, or an autopsy report be provided? No. Does the surgeon believe the patient death is associated with a device deficiency or were there other patient factors to include patient tissue condition? Surgeon reported on the surgery paper only what occurred in the staple line, does not mention patient's comorbidities. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Yes.

Event description:
It was reported that following a colectomy procedure; on january 15, 2019, I was informed by the hospital that the above patient died, and that the doctor told the quality department that the death could possibly have occurred due to the inter-occurrence with the materials. Patient performed the 1st procedure on (B)(6) 2018 where it was used in addition to the above products, a trocater (b12lt) and a coagulating scissors (har36). On (B)(6) 2018 there was a need to re-approach, where it showed fistulas in the clamp line, and that there were feces coming out of the holes of the clamps.